Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es from a single patient sample processed on a vitros eci immunodiagnostic system. Patient sample 1: result of 0.123 ng/ml vs. Expected of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros troponin I es test result was not reported outside the laboratory, and there was no allegation of harm as a result of the event described. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros tropi es result was obtained from a single patient sample, when processed on the vitros eci system. The definitive root cause could not be determined, although the possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as it is unknown if the customer was conforming to the sample collection device manufacturer¿s guidelines for sample centrifugation. This information was not provided when requested. In addition, the investigation could not rule an instrument issue as a contributing factor, as precision testing was not carried out. The investigation found no evidence to suggest that the customer¿s vitros troponin I es reagents were performing unexpectedly.